Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had unexplained high blood glucose. His blood glucose was 276 mg/dl at the time he was reporting the issue and he treated with manual injection. The customer stated at the time of high blood glucose, he noticed white marks along his tubing. Troubleshooting was performed. The drive support cap appeared normal. No issues were noted with the tubing. Insulin exited during a manual prime. No leaks were found. Time, date and basal rates were correct. Two no delivery alarms were found around the time of the customer's high blood glucose. There were no issues with the bolus history. No more troubleshooting was performed and the customer explained he felt the issue was the his insulin pump holster was causing occlusions in the tubing. Nothing further was reported.